Manufacturer narrative:
Retrospective review of complaint indicates correction MDR is needed. Initial MDR filed with incorrect establishment registration number (8010219-2015-00007).

Event description:
Retrospective review of complaint indicates correction MDR is needed. Initial MDR filed with incorrect establishment registration number (8010219-2015-00007).